Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000323544 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, after loading the hst iii system (3.8mm) device, when they went to remove the device from the loading portion the heartstring seal got stuck in the loading portion and then unraveled during deployment. The blue slide lock was not engaged. The white plunger was pressed. There was no harm to the patient only a slight delay while they got another heartstring to continue the case.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.